Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were multiple lead impedance alerts due a jump to undefined high right ventricular (rv) coil impedance, and undefined high rv pacing impedance. The following day the rv pacing impedance was back in the expected range. The rv lead was suspected for fracture, and was subsequently removed and replaced. No patient complications have been reported as a result of this event.